Event description:
Unable to take non-invasive blood pressure (nibp) on monitor in bed space, having to use monitor in adjacent bed space. Biomed follow up: customer reported unable to take nibp on patient. Using a patient simulator, I was able to successfully test the blood pressure functions with no problems.